Manufacturer narrative:
H3 correction: changed to device discarded. H6 correction: device not returned changed to device discarded. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. H3 other text : the device was discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply is no longer able to provide adequate energy to properly activate the disposable. A replacement device was used. No patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply is no longer able to provide adequate energy to properly activate the disposable. A replacement device was used. No patient involvement.